Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00613, 3008114965-2023-00614, and 3008114965-2023-00615. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were observed. A microscopic inspection was performed along the body of the microcatheter and no damages were found (i.e., no elongations, no kinks, and no areas of compression). The microcatheter was flushed with a lab sample syringe. After flushing, the concomitant 4.5mm x 22mm enterprise® vascular reconstruction device was inserted into the microcatheter. The stent was able to be advanced until it exited out of the distal tip of the microcatheter without any noticeable resistance. A lab sample envoy 6f was flushed and the microcatheter was inserted. The device was able to pass through the entire length of the envoy. No resistance was felt. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. The issue regarding resistance during the delivery of the microcatheter through the guide catheter was not confirmed. During the functional test, the device performed without issues. Additionally, the stent component was able to pass through the entire length of the microcatheter indicated that it was not obstructed. No damages were found on the microcatheter that could have contributed to the issues encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the issue reported in the complaint were not confirmed. A review of manufacturing documentation associated with this lot (31000498) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00613, 3008114965-2023-00614, and 3008114965-2023-00615. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 19- sep-2023. [Additional information]: on 19-sep-2023, additional information was received. The information indicated that a continuous flush had been maintained through the microcatheter. The lumen of the envoy guide catheter was flushed with heparinized saline solution before the microcatheter was delivered into its lumen. The stent component was still on the delivery wire when it was removed from the patient; the stent / stent delivery system did not appear damaged. Another device (unspecified) did go through the same microcatheter without issue. There were no visible kinks nor, other damages noted on the microcatheter or on the envoy guide catheter. The information indicated that the resistance the microcatheter encountered at the distal end of the guide catheter did contribute to the stent becoming impeded at the distal end of the microcatheter. The replacement devices were another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212), another prowler select plus microcatheter (606s255x), and another envoy® guiding catheter, 6f, 100 cm, mpd (67025800). Information related to whether there was any allegation of negative patient impact and whether the reported issue resulted in any clinically significant delay in the procedure was unobtainable. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00613, 3008114965-2023-00614, and 3008114965-2023-00615. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported a patient presenting with an anterior cerebral artery aneurysm underwent an endovascular embolization procedure. During the procedure, the guide catheter, an envoy® guiding catheter, 6f, 100 cm, mpd (67025800 / 30824156) was placed at the target site, then a 150cm x 5cm prowler select plus microcatheter (606s255x / 31000498) was delivered into the guide catheter. It was reported that when the microcatheter was advancing at the distal end of the guide catheter, the physician encountered some resistance. A 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7258214) was impeded at the distal end of the microcatheter and could not pass through. The physician removed the guide catheter, the microcatheter, and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31000498) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00613, 3008114965-2023-00614, and 3008114965-2023-00615. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.